Event description:
While performing a laparoscopic cholecystectomy the video image started to break up with lines on screen and then blacked out. The surgery was changed to an open procedure when this occurred.